Manufacturer narrative:
(B)(6) sent photographs to mindray that show that the plastic hinge barrel broke on the mount in question, which is five yrs old. This mounting assembly is currently mfg by (B)(4) for mindray ds USA, inc (formerly datascope patient monitoring and prior to that, datascope corp.). The mounting assembly that failed at (B)(6) was mfg for datascope corp. By (B)(4). The change in supplier (B)(4) was made for business related reasons. During the design transfer process, an improvement was made to the design of the latch. The plastic that holds the pin to the mount was strengthened. Mounts with the improved latch design are on order, and the first shipment is expected to be received shortly. (B)(4).

Event description:
We received an inquiry from (B)(6) related to the following event: "base plate clamp on rolling stand that secures monitor to it has broken off. Monitor therefore projected off stand and smashed onto floor narrowly missing staff and pts. Results being that the display and casing damaged other internal issues yet known. Unit removed from ward area. Base plate retained within ebme dept and the repair process started for the monitor." No injuries were reported.